Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The field complaint of the transmitter not being able to power on was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found one of the green contact sticks was burnt, main circuit board components of ac power adapter were burnt, the inside of ac power adapter casing was burnt, and the main pcb board of the transmitter was burnt. Due to the damage, the unit was not able to power on.

Event description:
This report is to advise of an event observed during analysis.